Event description:
During routine testing of the device at the service center, the service technician reported the power supply failed. The monitor was originally returned because the hematocrit saturation sensor was not connected to the cuvette. Since this event occurred during routine testing of the device, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.